Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the patient's right ventricular lead was oversensing noise, inappropriately detected as ventricular fibrillation, which lead to an inappropriate shock. There were also low defibrillation impedance values observed. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable.